Manufacturer narrative:
(B)(4). Batch # m56728. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal (B)(4) drivers up and the remaining drivers were down with staples present. In addition, it was noted that the cartridge deck was damaged. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob did not move forward and the device could not be fired at the first firing on the colon. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.